Event description:
Reporter alleged getting higher than normal blood glucose readings and when going to the doctor for a condition not related to diabetes, obtained discrepant comparative results to a professional system. Reporter stated his compact plus system measured 527 mg/dl compared to the professional result of 236 mg/dl when testing was performed 10 minutes apart. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of the testing and not treatment was received. A request was made for the return of the suspect device and replacement product was sent.